Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stated that there was no patient harm.

Manufacturer narrative:
Photos were in the file for review. One showed the back of cartridge pouch. The second photo is of a company cartridge held in a gloved hand. No viscoelastic can be observed. No damage can be observed, due the clarity of the photo. Photo #3 is the non company handpiece. The file indicated, a company cartridge was used with a qualified lens and a handpiece with viscoelastic. Viscoelastic is not qualified for this cartridge and handpiece combination. Company viscoelastic is the qualified viscoelastic. Photos were provided. The reported damage could not be observed in the photos. The clarity of the photos made it impossible to make a determination of damage. The root cause for the complaint may be related to a failure to follow the instruction for use (IFU). A non-qualified viscoelastic was indicated, for the cartridge and handpiece combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications, during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Three photos were provided. No viscoelastic can be observed. No damage can be observed due the clarity of the photo. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens implant procedure, the cartridge was split upon lens advancement. The lens was implanted without defect. There was a patient contact. No patient harm was reported. Additional information has been requested.